Event description:
While transporting the system around a corner, the sonographer inadvertently caught her thumb between the system and the wall, resulting in a broken thumb.

Manufacturer narrative:
The system was evaluated at the site by philips field personnel. No issues with either the wheels or brakes were found. The system was functioning properly and no problems were noted. Warnings and cautions, prior to moving the systems are included in the user guide, to reduce potential injuries during transit. Review of complaint records for this device type concluded there have been no similar occurrences of this nature reported.